Event description:
It was reported to philips that the monitor signal was interrupted. No harm to the patient or user was reported.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned. The philips field service engineer (fse) visited the system onsite and confirmed that all the monitors (live, ref, workstation) signals were interrupted and displayed twice/mirrored. Review of the system log file showed ¿no network connection ippc-real time link application¿ error. The fse replaced the single link dvi (digital video interface) adapter. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the mirrored signals of the monitors did not prevent the procedure from continuing, leading to the conclusion that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Upon re-evaluation, it was determined that this case is not a reportable complaint. The codes were updated based on the investigation outcome.